Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the remote user interface. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system displayed a "joystick stuck" error message when starting up. No patient injury was reported.